Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; however, customer did not provide a specific value. Reportedly, customer believes that their elevated bg levels were caused by an unspecified illness and migraines. Customer administered manual injections to treat their bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.